Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: after surgery and removing the trocar, it appeared the balloon has cracked during surgery. Some pieces of the balloon were in the muscle tissue and had to be removed with a clip applier but they are not sure that they removed all pieces. Current patient status: good. No patient injury was reported.

Manufacturer narrative:
(B)(4).